Event description:
Reporter noted posterior capsule tear during phaco anterior vitrectomy done. Stated surge occurs when the occlusion breaks while breaking up the nucleus. Continued to use system for cases with no further problems.